Manufacturer narrative:
H10: the device evaluation was completed. A visual inspection with the naked eye noted a damaged female connector. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing revealed a leak beneath an in-lab minicap. The leak was caused by damage on the lower threads of the female connector. The reported condition was verified. The cause of the condition could not be determined; however, it could be possible an over torqueing of the minicap occurred. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that iodine leaked from the connection between the minicap and the transfer set. This occurred at the patient's home during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.